Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer number: 1627487-2022-01157. It was reported that system diagnostics recorded low impedance on the lead. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicate surgical intervention took place wherein the leads were explanted and replaced to address the issue.